Event description:
It was reported the patient had aortic root thrombus post implant seen on (B)(6) 2026 via echocardiogram. The patient was treated with anticoagulation and the event resolved on a follow-up echocardiogram on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.